Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was unstable angina. Subsequently, coronary angiography and index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) with 90% stenosis, a length of 28 mm and reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the distal right coronary artery (rca) with 80% stenosis, a length of 28mm and reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 28x3.00mm study stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient experienced unstable angina and was hospitalized in response to the event. In (B)(6) 2017, the 90% in-stent restenosis of the study stent located in distal rca was treated using balloon angioplasty with 0% residual stenosis and timi 3 flow.the following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient presented to the emergency department with the complaint of chest pain on exertion since one day which did not resolve completely with nitro spray. The diaphoresis and nausea were also accompanied with chest pain.